Event description:
Guest purchased target brand bristle flossers. Had been using them and last week 2/15 began to have a lot of gum pain. Guest sought medical attention/dentist office on 2/22. They x-rayed and found bristle from brush stuck in guest's gums. Area was irrigated and guest is on antibiotics. Product was returned for review.